Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) switched into safety mode, a device status that permanently limits available therapy to specific settings. No evidence of myopotentials oversensing was noticed, although the patient had some muscle stimulation with the unipolar pacing. Reportedly, this patient has also an implantable cardioverter defibrillator (ICD) implanted that has reached elective replacement indicator status and it was plan to remove both devices. This patient's ICD is sensing the unipolar pacing from this crt-p appropriately, no double-counting at present. Attempts to obtain further information were unsuccessful. This crt-p remains in service and no adverse patient effects were reported.